Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the coil was not attached to the distal end of the delivery wire. When the delivery wire was advanced through the introducer sheath, no friction was experienced. Microscope analysis of the delivery wire detachment zone revealed that the main coil did not detach via electrolysis but broke off. The delivery wire was bent at multiple sections from the proximal end. Information available indicated that the coil was confirmed to be in good condition after unpacking and preparation. Therefore, based on analysis and information available, it is probable that procedural factors limited the performance of the device during the procedure resulting in the damages observed.

Event description:
Device analysis revealed that the main coil broke off from the delivery wire. There was no clinical consequence to the patient.

Event description:
Device analysis revealed that the main coil broke off from the delivery wire. There was no clinical consequence to the patient.